Manufacturer narrative:
The pump was received with no button response due to moisture on the keypad traces. No button error alarm was noted during testing. Unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 7.2 mmol/l. Customer stated that all the buttons were unresponsive. Customer changed the battery but the anomaly persisted. The pump will be returned for analysis and will be replaced.